Manufacturer narrative:
Concomitant medical product: dtba1d1 crt-d, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient came to the emergency room after hearing an alert. The alert was triggered due to high/ undefined pacing impedance on the right ventricular (rv) lead. The pacing impedance was noted to have been rising. The threshold was noted to have increased and was high. The lead was capped and replaced. No patient complications have been reported as a result of this event.